Event description:
It was reported by the sales rep during a breast biopsy using the mst11b probe, after the physician deployed the marker, he then turns the marker prior to removing from the breast. While removing the marker, he noticed that the tip had sheared off into the pt's breast. The biopsy site was deep and the physician decided to leave the tip inside the breast pending the pts diagnosis. Marker was discarded. Rep requests to have a component letter emailed to the physician.

Manufacturer narrative:
The batch record for lot f11206301d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore direct analysis of the device was not performed. However, based on assessment of batch record, this device performed as intended. A component letter was provided to the physician as requested.